Event description:
Spiderx device was used in the sfa. Using a spiderx device along with a atherectomy device, through a 7fr sheath: the physician pulled the crossing wire, and a tech during the procedure asked, another tech, "if he had removed the collar?" At that time, it was suspected that the collar may have embolized into the pt. The atherectomy procedure and angioplasty was performed. The sheath was taken apart to find the black collar; however, it was not in the sheath. The physician used a 050 spiderx device and retracted it through the vessel. However, this was also unsuccessful. The physician then used a 4mm microsnare and was still unsuccessful in locating the device. The physician then used a doppler ultrasound (this was outside the cath lab) and found the black collar embolized in the mid fsa. The physician (under fluoro and ultrasound guidance) successfully retrieved the black collar with a 4mm micro snare. No injury reported and pt is reported as doing fine.

Manufacturer narrative:
Instructions for use states, warning: the primary wire exit collar must be removed prior to insertion of the spiderx catheter into the pt. Failure to remove the collar could cause embolization of the collar, device damage and/or pt injury.